Event description:
A coroent implant reportedly broke upon impaction into a collapsed l3-4 disc space. Attempts by the surgeon to remove the broken implant resulted in a vascular injury that required subsequent surgical intervention by a vascular surgeon. The intervention was successful and no permanent injury resulted from the event.

Manufacturer narrative:
(B)(4). MFR's rep was present during the surgery. It was reported that the disc space was quite compressed. An 8mm implant trial was used to estimate implant size. The implant trial was reportedly relatively easy to insert, but difficult to remove (requiring use of slap hammer). The interbody implant became difficult to insert with approx 50% inserted. Impaction of the implant resulted in breakage. The vascular injury resulted from the attempt to remove the unbroken portion of the implant; a cobb elevator was used in an attempt to distract the disc space to facilitate removal. Bleeding ensued. At this time the intended surgery was suspended and a vascular surgeon repaired the injury. Blood transfusion was received by pt. Amount of blood loss is unk. The cause of the event appears to be related to use of the implant as a means of disc space distraction; use of the trial instrument suggested the 8mm size was very tight and add'l means of distraction were indicated. Labeling describes multiple methods of disc space distraction.